Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed since the impedance was back to a normal value. The patient was in stable condition and will continue to be monitored.